Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and cracked case near the display window corners noted during visual inspection. The insulin pump passed the priming, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump was not received with the original belt clip, there was no damage to the belt clip slot and there was moisture damage on the lcd board. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call cosmetic damage and high blood glucose. Customer's blood glucose level was 802 mg/dl. Customer ate baked fish and treated their high blood glucose with manual injections. Troubleshooting for cosmetic damage was performed. Customer advised there were chips missing from the reservoir compartment, cracks on the insulin pump, the belt clip broke and finally the insulin pump was dropped. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.